Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. The balloon was partially inflated with clear liquid. The device was then attached to an encore inflation unit and the balloon was inflated to its nominal pressure of 8 atm with no leaks noted. A vacuum was pulled and the balloon deflated within its recommended deflation time. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device (B)(4) related to component (B)(4). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure deflation difficulty occurred. The 85% stenosed target lesion was located in the moderately tortuous and non-calcified antebrachium shunt. An ultra-thin diamond balloon catheter was advanced to the lesion and was inflated to 10atms for 60 seconds. When the physician attempted to deflate the balloon it would not deflate. The physician attempted to deflate the balloon several times and after 10 minutes the pressure was "evacuated" and the physician was able to remove the balloon in a deflated state. It was noted that the device became kinked during the procedure. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure deflation difficulty occurred. The 85% stenosed target lesion was located in the moderately tortuous and non-calcified antebrachium shunt. An ultra-thin diamond balloon catheter was advanced to the lesion and was inflated to 10atms for 60 seconds. When the physician attempted to deflate the balloon it would not deflate. The physician attempted to deflate the balloon several times and after 10 minutes the pressure was ¿evacuated¿ and the physician was able to remove the balloon in a deflated state. It was noted that the device became kinked during the procedure. The procedure was successfully completed with a different device with no patient complications reported. The patient¿s current condition is good.